Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection was conducted and it was observed that the surface of connection post and cross pin was marred with slight gouging. The cross pin ends were flattened (typically round) with signs of gouging near tips. There were signs of excessive rotational force at the connection which could cause the connector to spin freely. Based on the received condition of the device, the reported complaint failure "mechanical issue/blade kept rotating" was confirmed. The blade was sterilized and sent back to supplier for additional investigation. The supplier investigation did not identified any manufacturing non-conformities.

Event description:
The hospital reported that during harvesting of the ima, the retractor blade on the mira-I cs ima blade, wide started to move and kept rotating 360 degrees. A medtronics retractor was used to complete the case. The hospital reported no patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).